Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock lead impedance measurements. Following reprogramming, a commanded shock lead impedance was performed. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock lead impedance measurements. Following reprogramming, a commanded shock lead impedance was performed. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that the high out of range shock lead impedance measurements was caused by the superior vena cava (svc) coil. No adverse patient effects were reported. This rv lead remains in service.